Event description:
It was reported that the device was explanted due to interference in sensing and inability to evaluate impedances. There were no problems reported with the lead. No patient complications have been reported as a result of this event.